Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient was unable to charge the ipg. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physicians preference. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was unable to charge the ipg. The patient will undergo a revision procedure wherein the ipg will be replaced.

Event description:
A report was received that the patient was unable to charge the ipg. The patient will undergo a revision procedure wherein the ipg will be replaced.